Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Insulin pump had a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a motor error alert. The blood glucose reading was not known. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).